Event description:
A mother reported she checked her son's blood glucose on his fs flash blood glucose meter and the reading obtained was 140 mg/dl. The mother additionally reported she gave to her son his insulin dose and dinner, and then approximately 45 minutes later, her son experienced a seizure with the following symptoms: rigidity and jerking movements. The mother reportedly checked her son's blood glucose again and the reading obtained was 36 mg/dl. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The mother reported her son ate food and drank milk to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.